Event description:
Boston scientific crm received information that this right ventricular (rv) lead was explanted due to a helix retraction issue. A new lead was successfully implanted. Other than the procedure, no adverse patient effects were reported.